Event description:
It was further reported that prior to the implant procedure, the patient had developed a left sided infection. The whole system was explanted, re-sterilized and attempted to be reimplanted on the right hand side.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that both the ra and rv lead exhibited intermittent loss of capture with varying high impedance. When the leads were placed the ipg set screw was loose and the leads came out easily multiple times when fixed.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable pulse generator (ipg) set screw was not fixing. It was also reported that the right atrial (ra) lead dislodged and exhibited high thresholds. The implantable pulse generator (ipg) system was explanted and replaced. It was further reported that during the implant procedure, both ra and the right ventricular (rv) leads failed to achieve stable screw fixation. Despite multiple attempts at repositioning, lead stability and sensing/pacing parameters were suboptimal. Mechanical compatibility issues arose when new leads were attempted and leads were not locking securely into the ipg header. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the rv lead exhibited high thresholds.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.